Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tx60b device arrived in good visual condition and with two reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a removal of a stoma procedure the linear stapler didn¿t function well. They noticed air leakage and also the staplers were not well formed (they did a test). Also during the second time they tried it. They fixed the problem and finish the procedure. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: was the tissue excised prior to examining the staple line? Probably not. Was there bleeding? No. If there was bleeding, how much blood was loss (ml)? 0. Did the patient require a blood transfusion? No, as already mentioned before. There were no patient consequences.